Manufacturer narrative:
The pump was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, cracked battery tube threads, faded and peeling serial number label, cracked middle (enter) keypad button, keypad overlay scratched. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the rewind, prime/seating, basic occlusion, and force sensor tests; it failed self test returning a pump error 63. Thus software was utilized and uploaded the pump's history file properly. Pump error 63 (variableinfo = 0x03 hex = 3) occurred on 09/29/24 @ 06:11:45 which was when the self test was conducted in house. A visual inspection of u1 on the keypad overlay under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of a detached retainer ring was confirmed during visual inspection. The pump error 63 (variableinfo = 0x03 hex = 3) is due to a broken trace at u1 pin 6 located on the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported retainer ring was chipped off. The event involved product(s) mmt-332a, unomedical, mmt-1715k. Troubleshooting was performed and confirmed customer received the reported issue physical damage to the retainer ring on the pump. Later customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.